Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to difficulty positioning the lens properly. The incision was enlarged to remove the lens and a back-up lens was implanted. Please reference MDR # 1119279-2013-00178 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.